Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain relevant information which was provided. A risk manager from the user facility had confirmed that a new laser was immediately brought into the operating room to do the procedure, and there was no harm to the patient. A review of the subject device DHR confirmed that the subject device met all test specifications without deviation per the DHR during the manufacturing process. The user facility had reported a failure in the wall socket where the laser system was plugged in at the start. After repairing the wall socket, the laser system was able to power on but the foot switch was unrecognized. A review of service records for the subject device found the device had been serviced regularly by lumenis technical specialists. The subject device had been examined and evaluated within two weeks of the reported event date and found to meet manufacturer specifications. Lumenis technical design and quality engineers suggested that the most possible root cause is a spike in electrical power which caused the footswitch failure. Lumenis is filing this report in response to the user facility's medwatch report (B)(4).

Event description:
A user facility risk manager reported on medwatch (B)(4) that when trying to power on a lumenis versapulse powersuite laser system the power would not turn on. The system was taken to a second room for testing while facilities repaired the wall socket where the system had been plugged in. Upon return of the laser system the system could be turned on but the system would not go to ready status. Message to attach footswitch remained on the screen although the footswitch had been connected. At that time a new laser was brought into the operating room to do the procedure. It was later reported by one of the facility's clinical engineers that the footswitch had been replaced and the system has been operational since with no further issues.